Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that it was not working. Agent attempted to clarify the issue with the caller, however caller then placed the pt on the phone. Agent was then able to confirm with the pt that the issue was that settings not available was appearing when they were trying to increase the stimulation. Agent reviewed screen meaning with the pt. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt noted that hcp was working on scheduling an appt for them. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. Additional information was received from the manufacturer representative (rep). Rep reported the cause for the settings not available message was the impedance issues previously reported. Rep reported actions taken to resolve the settings not available issue were programming around the out of range impedances. Rep noted this issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date ; explant date product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that there were >40000 ohm impedances on contacts 4 and 10. The impedances were checked with multiple reference electrodes. An out of regulation message was seen, but they could still adjust stimulation. There were no other stimulation issues and the cause was not known. It was noted the patient had a return of pain. The issue had been resolved.